Event description:
An impulse dynamics field representative received a report on (B)(6) 2025 that a patient implanted with an osm ipg had presented in the clinic the day before "with part of [their] lead coming [out] of the side of the pocket." The patient reported they had "felt a lump under [their] skin and could not stop touching it." This is characteristic of twiddler's syndrome. It was discovered during this visit that the patient had dislodged one of the ipg leads as well as the ipg itself. The physician therefore revised the patient's pocket and replaced the ipg and leads. No prior reports of ipg malfunction had been received for the explanted device, nor has the patient reported any subsequent issues with device functionality since pocket revision. The explanted ipg is expected to be received by impulse dynamics USA in marlton, nj in the coming weeks to confirm functional status at the time of explant.